Event description:
Reportedly, during the procedure the tip of the needle broke off. The account was not sure if it broke in the pt's cavity. Pt was x-rayed and the tip could not be located. No add'l info was available.

Manufacturer narrative:
During a routine review of our complaints this ftr was re-evaluated. Because the info in the event description is insufficient to support a conclusion that an adverse event did not occur the complaint will be resubmitted as an adverse event.